Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year-old (B)(6) male patient had impella cp pump inserted in the left femoral for high-risk percutaneous coronary interventions (hrpci). It was reported that the patient developed a hematoma at the impella access site. As a result, the patient was administered blood products, number of units were not provided. No further information was provided.